Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was seen at the hospital with several inappropriate shocks. The device pocket appeared infected. The device was interrogated and oversensing was noted on the t-wave. Premature battery depletion was also alleged due to the number of shocks delivered. The device had triggered elective replacement window (eri). The device was explanted and the patient was treated for an infection. The device was returned and analyzed.

Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that this patient was seen at the hospital with several inappropriate shocks. The device pocket appeared infected. The device was interrogated and oversensing was noted on the t-wave. Premature battery depletion was also alleged due to the number of shocks delivered. The device had triggered elective replacement window (eri). The device was explanted and the patient was treated for an infection.